Manufacturer narrative:
Initial.

Event description:
It was reported that the patient was unable to attach a connector to the ilet system despite following proper steps, while other connectors from a different lot attached successfully. Symptoms included no reported clinical effects. Outcomes included no alarms, no alerts, and no need for medical care. Investigation included troubleshooting and user education performed with the patient. Investigation of this case revealed the inability to attach a specific connector, with normal function observed when using connectors from a different lot, suggesting a connector-related issue. The connector lot number was unavailable, and the original packaging was not retained. It was concluded, based on previously established findings for similar reports, that the cause was a device component issue isolated to the affected connector.